Event description:
The customer reported that her olympus evis exera iii video system center was not displaying an image and instead presenting a b30 scope communication error during preparation for a digestive endoscopy procedure. According to the initial reporter, the procedure was canceled. Additional details relating to the patient and the event have been requested, but were all unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as a faulty printed circuit board was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s possible the faulty printed circuit board caused the series 190 scope to fail. Olympus will continue to monitor field performance for this device.